Manufacturer narrative:
Further information is not available, because we do not have contact information. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of alcl diagnosis: (B)(6) 2016. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient representative reported left side subsequent surgeries and medical procedures, pain and suffering, scaring and disfigurement. The patient was diagnosed with bia-alcl. Pathological marker cd30+ and alk- has not been received. The device has been explanted and replaced.